Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced spasticity and not enough effect of the drug in the latest period. The pump had functioned well before now severe spasticity in the last 6 month. The hospital had done an isotop test. The test should have taken 33 hours. It took 48 hours. The flowrate was decreased and not functioning as it should. The catheter had been examined; no problems with the catheter. They had increased the flow rate and tried to change the concentration several times without an improved result. The pump had not alarmed for end of service or elective replacement indicator. The pt was on a waiting list to have the pump replaced. It was unk if the catheter would be explanted.